Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: per internal procedures, the event information and any investigational inputs received as part of required follow up were reviewed. Examination of provided patient x-ray images finds no device fracture, disassociation or anything indicative of a product problem. It is noted the patient has had bi-lateral hip replacement. The provided images were taken in (B)(6) 2016 with the patient being revised in (B)(6) 2016. There is no new information that changes the previously written investigative results on the associated (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to remove metal liner as surgeon was performing iliopsoas release and would be in the joint and needed lateralized liner for stability. Update 7-17-2017: medical records have been reviewed. Operative notes (B)(6) 2017 indicate the patient received a conversion to left uncemented total hip replacement due to painful left femoral surface replacement on (B)(6) 2017. Revision notes (B)(6) 2017 indicate: the patient was revised due to metal ion disease with slightly elevated metal ions and iliopsoas tendonitis, left hip. Upon incision, it was noted that the subcutaneous adipose tissue was very thick and quality of his muscle and soft tissue was extremely poor, all being extremely loose and lax. Upon removal of the posterior capsule, only a small amount of metal staining was observed. The primary area of metal debris formation was at the morse taper between the titanium femoral component and the chromium cobalt femoral head. The liner was removed with no sign of wear on the articulating backside. The acetabular component was well fixed and in good position. Replacement of the femoral head and liner was performed with achieved stability and range of motion. The surgeon did indicate there was still a good chance of dislocation due to the patient¿s size and poor tissue quality. Updated 8-7-2017.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: added: age or date of birth (dob), event, other relevant history(lot/exp. Date) and device manufacture date. Corrected: patient identifier and weight (wt.).

Event description:
After review of medical records, the patient was revised to address increasing pain, elevated metal ions and iliopsoas tendonitis. Revision note reported, the primary area of metal debris formation appeared to be the morse taper between the titanium femoral component and the chromium cobalt femoral head.

Event description:
Ppf alleges metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null device history lot ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Pinnacle litigation received. In addition to what was previously reported, litigation alleges corrosion, friction wear, injury, pain, loss of mobility, loss of range of motion, mental anguish, disfigurement, and discomfort. Doi: (B)(6) 2004; dor: (B)(6) 2016; left hip.